Event description:
The patient reportedly was hit in the head at the implant site and the device was exposed. This resulted in a hematoma and infection. The patient was treated with antibiotics (type unknown). The patient's device was explanted. The patient's infection is reportedly resolved.